Event description:
During evaluation, the stryker product assessment center (pac) technician observed that the magnet was missing from the lid of the customer's device. This will result in an inability of the device to detect the lid being opened or closed. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. Additionally, the pac technician also observed that the device does not respond to the onoff button. This issue may prevent the device from providing therapy if it were needed. There was no patient use associated with the reported event.

Manufacturer narrative:
The pac technician evaluated the device and observed that the magnet was missing from the lid and that the on/off button would be unresponsive. The cause of the on/off button being unresponsive was determined to be u39. The cause of the magnet missing from the lid was isolated to the lid assembly. It was determined that the device could not be repaired. The customer will receive a replacement device. The customer's device was archived by stryker.